Event description:
The user facility reported that the weld was fractured on the housing found during inspection. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no patient involvement, no adverse consequences, and no medical intervention.

Manufacturer narrative:
The reported event was confirmed. A picture was attached at intake. It was visually observed the weld was compromised.

Event description:
The user facility reported that the weld was fractured on the housing found during inspection. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no patient involvement, no adverse consequences and no medical intervention.